Manufacturer narrative:
Continuation of d10: product ID 97755 , serial# (B)(6); product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) reports she's having problems with recharger and says to call medtronic something is wrong and heats up and burns. Agent tried to clarify whether an actual burn and pt states it gets really really hot. Agent sent request to repair.

Manufacturer narrative:
Concomitant medical product: product ID 97755 serial# (B)(6) product type recharger h3: analysis of the recharger revealed a recharge antenna failure; the controller wouldn't power on when the recharger was plugged in. It was also noted that the cord was shiny; this did not impact the functionality of the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.